Event description:
Per medwatch form it was reported, "needle was inserted for epidural placement. When advancing catheter through the needle, it would not thread: when attempting to withdraw the epidural catheter, the tip of catheter sheared off and was left in the patient. The patient requested a CT after the spinal x-ray didn't show anything and it was recommended by neurosurgery to let it stay there unless it causes any further issues."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.